Manufacturer narrative:
Unable to prime during prime and compromised forced sensor system test due to faulty fsr (gold). Pump passed basic occlusion and displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was 26 mmol/l. Customer was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.